Manufacturer narrative:
(B)(4). Additional information received, indicated that the product was manufactured by another company. No further information will be submitted under this manufacturing report number.

Event description:
Procedure: pelvic organ prolapse. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4).